Manufacturer narrative:
Evaluation summary: two devices (a-b) were returned for analysis. Device a was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. It was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulites, the staple line was complete and the staples were noted to have the proper b-formed shape. Device b was received in good visual condition and with a cartridge loaded in the device. The cartridge was received partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. The instructions for use state, "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed without any difficulties. A batch review was performed and no anomalies were found during the manufacturing process. Device b information: expiration date: 11/2011, batch # other c5gn7j, manufacture date: 12/2006.

Event description:
It was reported that during a lap lobectomy procedure, the staples malformed. The case was completed using sutures. There was no adverse patient consequence.